Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: n/a. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultra-fine¿ insulin syringe there was an issue with scale mismarkings on the device. The consumer is returning six syringes that have the scale markings misaligned. The consumer requests a measurement of how much weight(g) or volume(ml) of liquid is contained in the inside of each syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received six 0.3ml, 12.7mm, 29g syringes from an unknown reported batch number. All samples were decontaminated per hstr-17 prior to being evaluated. No defect was observed by visual observation. A review of the device history record could not be performed as a lot number was not provided for this incident. All samples were initially tested via plug gauge analysis. All samples were noted to fall within specification with no aberrant findings at this time. No volumetric analysis deemed necessary as no out-of-specification findings were noted during plug gauge testing. Print scale variability can occur with syringes from the same production batch, however, these at often cosmetic in nature and do not present a risk to the end user.